Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to high sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. An interrogation noted noise/oversensing on both the right ventricular (rv) lead and right atrial (ra) lead. The leads were reprogrammed. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right atrial (ra) lead exhibited undefined impedance qualified as high. The lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.